Manufacturer narrative:
(B)(4).

Event description:
The nurse complained of questionable inr results for multiple patients from a coaguchek xs meter compared to the laboratory results. The meter serial numbers were asked for but not provided. Of the data provided, there were discrepant inr results for 11 patients. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.